Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion, could not secure/lock the cutter device, displayed an e2 (handpiece lock engaged) error code and had component damage. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body and safety assessment. It was noted in the service order that during a craniotomy procedure it was discovered that the motor device displayed an e2(handpiece lock engaged) error code. It was reported that there was a fifteen-minute delay to the surgical procedure. It was reported that there were no fragments generated and the procedure was successfully completed. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.